Event description:
It was reported that the patients' left knee was being revised due to infection. The surgeon performed an I & d and exchanged the poly.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for identification or evaluation. The lab studies were initially normal but apparently patient complaints increased and after a return visit two days later symptoms were evident enough to establish a diagnosis of infected arthroplasty and initiate treatment after diagnostic aspiration of the knee had been performed. No x-rays available for analysis while also no explants were returned for investigation. In this case no correlation between any specific device property and infection can be established. Patient had mainly bad luck to sustain an infectious problem elsewhere in the body that was transported along hematogenous (most probably) or lymphatic pathways to the present arthroplasty. Arthroplasties are more sensitive to hematogenous inoculation of bacteria than healthy native joints with all possible adverse consequences that are related to infected arthroplasties. As such, this pi case is not device-related but has its root cause in an adverse mix of patient-related and procedure-related factors. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. The reported event regarding infection involving a triathlon insert was confirmed.

Event description:
It was reported that the patients' left knee was being revised due to infection. The surgeon performed an I & d and exchanged the poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.